Event description:
This is a spontaneous case report received from a lawyer in the united states on 23-sep-2016, on behalf of a (B)(6) female plaintiff, who had essure (fallopian tube occlusion insert) inserted on or about (B)(6) 2009. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive rashes, excessive hair loss, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. In or around (B)(6) 2013, plaintiff underwent a hysterectomy to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain amongst non serious events. She underwent a hysterectomy 3 years after device placement to remove her coils. Increasingly severe pain/chronic pelvic pain is listed in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention to remove the coils was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 02-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain amongst non serious events. She underwent a hysterectomy 3 years after device placement to remove her coils. Increasingly severe pain/chronic pelvic pain is listed in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention to remove the coils was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.